Manufacturer narrative:
The calibration was last performed on (B)(6) 2024, and it was acceptable. The provided qc history showed that the qc was within the provided ranges before and after the event occurred. The field service engineer (fse) checked the instrument and initially found a possible issue in the solenoid valve (sv), and the cell rinse was splashing. After further troubleshooting, he identified that the splashing was due to a worn nozzle, tubing, and pump diaphragms. He decontaminated the flow path, replaced the sv and water check valve. The fse adjusted the water system and the rinse levels and replaced the nozzle, tubing, and diaphragms. He performed precision studies and hardware performance checks, and they were within specifications. The customer performed qc with successful results. The service actions performed by the engineer resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation about discrepant results for 6 patients' samples tested with hba1c on a cobas pro c503 analytical unit when compared to a different laboratory (labcorp). Sample 1 (patient 1): initial result: 12.7%. 1st repeat result: 5.5% (tested in another laboratory). Sample 1 was then repeated at the customer's laboratory resulting in a 2nd hba1c value of 5.4% (tested on cobas pro1) and a 3rd hba1c value of 5.5% (tested on cobas pro2). Sample 2 (patient 2): initial result: 12.1%. Repeat result: 5.7% (tested in another laboratory). Sample 3 (patient 3): initial result: 8.2%. Repeat result: 5.6% (tested in another laboratory). Sample 4 (patient 4): initial result: 10.1%. 1st repeat result: 5.5% (tested in another laboratory). Sample 4 was then repeated at the customer's laboratory resulting in a 2nd hba1c value of 5.5% (tested on cobas pro1) and a 3rd hba1c value of 5.6% (tested on cobas pro2). Sample 5 (patient 5): initial result: 8.7%. Repeat result: 7.6% (tested in another laboratory). Sample 6 (patient 6): initial result: 7.2%. Repeat result: 5.0% (tested in another laboratory). Borderline pre-diabetic results prompted the repeat of the samples. The samples were then sent out and repeated at another laboratory. The repeat results were deemed to be correct.

Manufacturer narrative:
The hba1c reagent lot number and expiration date were not provided. The investigation is ongoing.